Event description:
The device was connected to a patient in full arrest. Reportedly, when an attempt was made to utilize device defibrillator therapy, the device displayed low and replace battery for each of the two batteries installed and shut off after a brief period of time. The patient was not resuscitated. The reporter stated that patient outcome was not affected by the discrepancy, based upon a physician's determination of patient condition.